Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to third party service center. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible, one error found (e22) and unit scrapped.